Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited noise. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the patient presented remotely via merlin.net. The pacemaker exhibited noise over-sensing. The patient was stable.